Event description:
It was reported by a home patient that a homechoice heater plate was overheating. The patient was connected at the time of the event. This event occurred during peritoneal dialysis therapy. The technical service representative arranged to swap the device and discussed the use of manual supplies unitl the new device arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.